Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent and extended ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160, (sn 356435). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Upon receiving, the ipg was in hibernation and it was charged fully. The charging time was about three hours. A review of the patients data indicated that the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patient had frequent and extended ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.